Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("horrible periods") and dysmenorrhoea ("cramps") and was found to have blood thyroid stimulating hormone decreased ("low thyroid"). The patient was treated with surgery (surgery to remove essure coils,hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, dysmenorrhoea and blood thyroid stimulating hormone decreased outcome was unknown. The reporter considered abdominal distension, blood thyroid stimulating hormone decreased, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿ low thyroid stimulating hormone¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new event low thyroid and new reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("horrible periods"), dysmenorrhoea ("cramps"), endometriosis ("endometriosis") and adenomyosis ("adenomiosis") and was found to have blood thyroid stimulating hormone decreased ("low thyroid"). The patient was treated with surgery (surgery to remove essure coils,hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, dysmenorrhoea, blood thyroid stimulating hormone decreased, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal distension, adenomyosis, blood thyroid stimulating hormone decreased, dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: low thyroid stimulating hormone, endometriosis, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events- endometriosis and adenomyosis were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("horrible periods") and dysmenorrhoea ("cramps"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event medical device removal was replaced with pelvic pain, bloating, menorrhagia & dysmenorrhea were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.